Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the intensive care unit (ICU) in cardiogenic shock due to unrelated reasons and appeared dyspneic. The patient was treated with medications and intubated to protect airway. Troponin and brain natriuretic peptide (bnp) were elevated. Upon interrogation of implantable cardioverter defibrillator, it was noted that the patient had bradycardia and the device was in back up pacing mode. The patient was extubated the next day. An echocardiogram was performed and low ejection fraction along with dilated cardiomyopathy and diastolic dysfunction were noted. The patient was treated with medications. The patient was in euvolemic state and was discharged home in stable condition. The patient will continue to be monitored.